Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the hp052 heated up to the point where the surgeon could not hold on to the hdh05. The same blade was used with the old style handpiece and worked to complete the case. There was no consequence to the pt.